Event description:
It was reported that a clearlink extension set was observed to have discolored a non-baxter drug from the filter down. This was observed during infusion. The nurse switched out the tubing, checked the patient's IV site, drew back blood and flushed the site to resolve the issue. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one used sample for evaluation. Sample evaluation did not confirm the customer reported condition and the root cause could not be determined. Visual inspection of the filter housing and below the y-site showed that the solution was clear. Should additional relevant information become available, a supplemental report will be submitted.